Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('migration of parts of implants in the uterine cavity'), device breakage ('migration of parts of implants in the uterine cavity'), post procedural haematoma ('complications from infected internal hematoma'), haematoma infection ('complications from infected internal hematoma'), postoperative ileus ('reactional intestinal occlusion') and drug-induced liver injury ('drug-induced hepatitis caused by antibiotics') in a 49-year-old female patient who had essure (batch no. He011e2) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("heavy periods"), asthenia ("very strong episodic asthenia"), liver disorder ("liver disorders"), gastric ulcer ("gastric ulcer"), gastric disorder ("gastric disorders"), myositis ("inflammation of the right pectoral muscle"), arthralgia ("joint pain") and inflammation ("inflammation disorders"). In (B)(6) 2020, the patient experienced post procedural haematoma (seriousness criteria disability and intervention required), haematoma infection (seriousness criterion medically significant), postoperative ileus (seriousness criterion medically significant) and drug-induced liver injury (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), iron deficiency anaemia ("recurrent anaemia"), endometriosis ("onset of endometriosis"), adenomyosis ("adenomyosis") and cystitis ("cystitis") and was found to have weight decreased ("weight loss"). The patient was treated with analgesics and surgery (hysterectomy, salpingectomy, ovariectomy and second operation one week after first surgery). Essure was removed in (B)(6) 2020. At the time of the report, the device expulsion, post procedural haematoma, haematoma infection, postoperative ileus, drug-induced liver injury, pelvic pain, abdominal pain, menorrhagia, iron deficiency anaemia, asthenia, endometriosis, adenomyosis, liver disorder, gastric ulcer, gastric disorder, myositis, cystitis, arthralgia, weight decreased and inflammation outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, arthralgia, asthenia, cystitis, device breakage, device expulsion, drug-induced liver injury, endometriosis, gastric disorder, gastric ulcer, haematoma infection, inflammation, iron deficiency anaemia, liver disorder, menorrhagia, myositis, pelvic pain, post procedural haematoma, postoperative ileus and weight decreased with essure. The reporter commented: device removal procedure in (B)(6) 2020 (hysterectomy, salpingectomy, ovariectomy), complications from infected hematoma (second surgery one week after the first), reactional intestinal occlusion, drug-induced hepatitis caused by antibiotics. To date still on sick leave until (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('migration of parts of implants in the uterine cavity'), device breakage ('migration of parts of implants in the uterine cavity'), post procedural haematoma ('complications from infected internal hematoma'), haematoma infection ('complications from infected internal hematoma'), postoperative ileus ('reactional intestinal occlusion') and drug-induced liver injury ('drug-induced hepatitis caused by antibiotics') in a (B)(6) female patient who had essure (batch no. He011e2) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("heavy periods"), asthenia ("very strong episodic asthenia"), liver disorder ("liver disorders"), gastric ulcer ("gastric ulcer"), gastric disorder ("gastric disorders"), myositis ("inflammation of the right pectoral muscle"), arthralgia ("joint pain") and inflammation ("inflammation disorders"). In (B)(6) 2020, the patient experienced post procedural haematoma (seriousness criteria disability and intervention required), haematoma infection (seriousness criterion medically significant), postoperative ileus (seriousness criterion medically significant) and drug-induced liver injury (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), iron deficiency anaemia ("recurrent anaemia"), endometriosis ("onset of endometriosis"), adenomyosis ("adenomyosis") and cystitis ("cystitis") and was found to have weight decreased ("weight loss"). The patient was treated with analgesics and surgery (hysterectomy, salpingectomy, ovariectomy and second operation one week after first surgery). Essure was removed in (B)(6) 2020. At the time of the report, the device expulsion, post procedural haematoma, haematoma infection, postoperative ileus, drug-induced liver injury, pelvic pain, abdominal pain, menorrhagia, iron deficiency anaemia, asthenia, endometriosis, adenomyosis, liver disorder, gastric ulcer, gastric disorder, myositis, cystitis, arthralgia, weight decreased and inflammation outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, arthralgia, asthenia, cystitis, device breakage, device expulsion, drug-induced liver injury, endometriosis, gastric disorder, gastric ulcer, haematoma infection, inflammation, iron deficiency anaemia, liver disorder, menorrhagia, myositis, pelvic pain, post procedural haematoma, postoperative ileus and weight decreased with essure. The reporter commented: device removal procedure in (B)(6) 2020 (hysterectomy, salpingectomy, ovariectomy), complications from infected hematoma (second surgery one week after the first), reactional intestinal occlusion, drug-induced hepatitis caused by antibiotics. To date still on sick leave until (B)(6) 2020. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.